Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys ck-mb stat immunoassay results when comparing reagent lots. Of the data provided, only the results for one patient sample were discrepant. The result with reagent lot 222122 was 58 ng/ml and the result with reagent lot 297009 was 49.98 ng/ml. The results with reagent lot 222122 had been released outside of the laboratory to medical personnel. When the samples were repeated with the new reagent lot, those results were seen as erroneous and were not released. There was no allegation of an adverse event. The type and serial number of analyzer used for the testing was requested but was not provided. The investigation was unable to find a definitive root cause. An issue with the single reagent pack was suspected by the customer as there were microparticles in the lid most likely due to transportation.